Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays and photographs were reviewed, and no evidence of anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient presented with a collapsed size 5 attune tibia and a huge cyst behind a size 5 ps femur. Tibia came out with no cement attached and femur came out with cement attached to the implants. Unknown cement was used. Implants were removed and replaced with the attune revision with a size 5 crs femur, 50 femoral sleeve, 16x60 stem, 5 rp tibia with a 37mm sleeve and 14x60 stem and 8mm crs insert. Doi: 2017, dor: (B)(6) 2021; left knee.